Event description:
The customer experienced bruising after insertion of the abbott diabetes care (adc) device. The customer had hematoma at the insertion site, requiring unspecified treatment from their caregiver and removal of the sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.